Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received, stating that the device was explanted and successfully replaced. There were no patient complications or adverse effects reported. At this time, the product has been returned, this investigation will be updated once analysis is completed.

Manufacturer narrative:
Investigation summary: with the available information, bsc concludes that this device battery was prematurely depleting due to tab insulator was torn. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed that a low voltage alert, code 1003, was recorded. Battery analysis confirmed that the device was depleting faster than expected. The device case was opened and the internal components were tested; no high currents were observed. Additional battery testing was performed and was able to identify that the tab insulator tube was torn, which was determined to the cause for the reported clinical observations. Investigation conclusion: problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received, stating that the device was explanted and successfully replaced. There were no patient complications or adverse effects reported.